Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
Related manufacturer reference number: 2017865-2021-19610. It was reported that the patient presented for a follow-up in clinic. It was observed that both the right atrial and right ventricular leads exhibited noise, with inappropriate automatic mode switch episodes seen as a result. Both leads were capped and replaced on (B)(6) 2021. The patient was in stable condition.